Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. The device main keypad assembly was replaced for customer satisfaction, and after the device passed functional and performance testing, it was returned to the customer for use.

Event description:
It was reported; lifepak 15 device, "customer states that this unit is having intermittent issues with the power button not functioning per report. Requesting warranty service". There is no patient involvement in this event.